Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the patient noticed opdivo leaking towards the end of the infusion. The fluid was at an engagement sit e within the tubing. There was no report of patient harm.